Event description:
It was reported that far r wave oversensing and inappropriate mode switching was observed on the pacemaker during remote transmission. A concern that atrial tachycardia and fibrillation diagnostics would not be accurate due to the observation was discussed. Programming changes were recommended. There were no reported patient symptoms.